Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the a revision procedure was performed following a recidive caused by pseudoarthrosis with contextual breakage of the hardware as a result of proximal homer fracture, all hardware was removed to allow cleaning and trephination of the pseudoarthrosis outbreak and allow new osteosynthesis with an external fixation system this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Implant: date unknown. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.